Event description:
It was reported that this left ventricular (lv) lead had micro dislodgement. This lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead had micro dislodgement which confirmed via lead testing and fluoroscopy. This lv lead was explanted and replaced. No additional adverse patient effects were reported.